Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using a bd vacutainer® push button blood collection set with pre-attached holder the tube pushed off the npe. The following information was provided by the initial reporter, translated from dutch to english: (1 of 5 complaints) push off.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® push button blood collection set with pre-attached holder the tube pushed off the npe. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 5 complaints); push off.